Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Event description:
A hospital in (B)(6) reported via our distributor that they found an rt204 adult heated breathing circuit to be open circuit before use on a patient.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(4).

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. Note: the manufacture date for the meter is unknown. The awareness date is being used instead.

Event description:
A customer's family member reported customer was experiencing symptoms of hyperglycemia and getting readings on his precision xtra meter that he thought were lower than how he felt. Due to incorrect time and date, the caller was unable to provide the readings in question. The caller further reported customer went to the rescue squad and the squad's meter of unknown brand read "hi". The customer was reportedly transported to a local hospital via paramedics where he got diagnosed with hyperglycemia and treated with unspecified intravenous fluids and insulin. There was no report of death or permanent impairment associated with this medical event.